Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. Refer to MFR report # 3005099803-2008-07269 for details regarding the first device. According to the complainant, during the procedure, the feeding tube would not pass over the guidewire. The procedure was successfully complete with a third endovive standard peg kits push method device. No patient complications were reported as a result of this event. The patient's condition was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.